Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading was 30mg/dl. Assisted wife to review the basal rates settings because a new battery was reinstalled. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.